Event description:
It was reported that prior to use the scale marking were noticed to be missing with a 1/2 ml bd safetyglide¿ insulin syringe with attached needle. The following information was provided by the initial reporter: scale missing.

Manufacturer narrative:
Investigation: customer returned (1) 1/2ml, 8mm, 30g bd safetyglide insulin syringe in an open blister pack from lot # 8295622. Customer states that the scale is missing. The returned syringe was examined and exhibited no scale printed on the barrel. A review of the device history record was completed for batch# 8295622. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: the barrel printer applies ink from a substrate to a molded barrel that has been treated with corona to get a good adhesion of the ink to the molded barrel. Root cause: dispatch 48085 ¿ on (B)(6) 2018 ink pump not working corrective action: replaced ink pump.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the scale marking were noticed to be missing with a 1/2 ml bd safetyglide¿ insulin syringe with attached needle. The following information was provided by the initial reporter: scale missing.